Event description:
The elastic chin strap which fits the jaw below lower lip is connected to the crown of the head. The pressure under the chin lifts the lower chin up causing an underbite. This caused mandibular pain. Also it puts pressure on the outer eye sockets and forces the cheeks between cut-out openings (vertical). Caused headache and interfered with ability to sleep. The position of the chin caused salivation problems. "My snoring solution". A chin mask made of elastic. Supposedly "tops snoring and apnea." Purchased from (store name or internet site): internet, (B)(4). Purchase date: (B)(6) 2013. (B)(4).